Event description:
Complainant alleged that while attempting to pace a pt (age unknown), the medic felt that the device was not delivering therapy. The pt had a carotid pulse only when pacing was set at 70ppm and 60ma. The medic slowly increased energy until the device appeared to capture the pt's heart rhythm. However, the medic indicated that they "were unable to feel a great pulse with it, and it did not appear to even be twitching", but that they could feel twitching if they placed their hand "on the pads". The pt's heart rhythm then appeared to no longer be capturing and the pt coded. Atropine and epinephrine were administered to the pt, CPR started and the pt was intubated. The medic then "returned to the pacer" and increased ma so as to achieve heart rate capture. The ma rate was increased to 120, however, the medic was unable to obtain capture, as there "was very little muscle twitching on the chest wall" but believes "that this was due partly to a dead heart muscle". The complainant indicated that the pt subsequently expired, but did not feel that the pt outcome was as a result of the reported malfunction. The biomed department indicated that their eval of the recorder strips for this incident revealed that pacing was successful at 80ma. The biomed department further indicated that they did not "think there was anything wrong with that unit", and that the medic involved in the reported incident was not familiar with the device, and had expected a more pronounced physiological response.